Manufacturer narrative:
Codman has rec'd the device for eval. Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that, leakage was noted from the three-way stop cock after implantation and needed to be replaced. Another device was used to complete the case.